Event description:
Pt was experiencing fatigue. Tee was performed which indicated right cusp prolapse. The valve was explanted due to regurgitation. At reop, leaflet tear and prolapse of right cusp were observed because of "gross dilatation of the right sinus." Path reported stated commisural tears in two cusps. Likely associated with cusp prolapse. Mild calcification was also present.